Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during set up for an arthroscopic procedure, the dyonics 25 inflow had fluid leakage from the cassette. It was noticed that the membrane was not installed at cassette. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the cassette is missing 2 membranes. Functional evaluation revealed that the cassette would leak due to the missing membranes. The complaint was confirmed and the root cause has been associated with a manufacturing error. A complaint history review concluded this was a repeat issue. A review of the manufacturing process showed that an assembly step was missed.